Event description:
Litigation alleges that the patient suffers from pain and suffering.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13993. This report, 1818910-2012-27493, will be rejected. 1818910-2013-13993 will be kept for investigation purposes.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-27493. This report, 1818910-2013-13993, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-27493. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ the patient was revised because of possible metal sensitivity. Update 01/25/2013 - patient's medical records received. Records indicate the patient was also revised to address synovitis. Upon revision cloudy joint fluid was encountered along with evidence of a stripe wear pattern and diffuse discoloration of the ceramic head. There is no new information that would change the existing MDR decision. Update 07/25/2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, pfs reports chromium/cobalt poisoning and synovitis, medical records report that the metal ion levels are at reportable levels. It should be noted that the patient had a ceramic femoral head, not metal. Discoloration of the ceramic head was reported. Part/lot numbers provided. Updating head/liner and adding the stem.